Event description:
It was reported that a female resident suffered from severe dementia and was aggressive and combative with staff at bedtime, it was decided to leave her up in the go-chair, she was in the chair with lap belt on and the brakes were put on the chair. Resident pushed the chair backwards 20' and opened the fire escape door and went through a gate at the top of the stairs. She was found on the steps with the chair strapped to her and the brake still on. She suffered a broken neck and died in hospital a short time later. Home and police department checked the chair closely, nobody could pull the chair forward with the brakes on, however the taller & larger you were, you were able to drag the chair backwards in short spurts.